Event description:
Related to MFR report#: 2183959-2012-02610. It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc system on (B)(6) 2008 to treat her urinary incontinence and pelvic organ prolapse. It was alleged that the plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering, and continuous immune response with inflammation. It was further reported the plaintiff underwent extensive medical treatment, including, but not limited to, corrective surgery to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, hospitalization, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.